Manufacturer narrative:
Device was not returned for eval. Internal investigation in process.

Event description:
Hardware removal case on a pt. Plt-1030 product fractured in pt's right orbital floor, a piece was protruding from the tissue. Removed plate and replaced with another product. No complications in removal or replacement.